Event description:
It was reported that patient presented for external cardioversion for atrial fibrillation. Prior to procedure it was found that patient's atrial lead exhibited noise. No intervention was performed. The patient was discharged.